Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The gauss alarm board and battery were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a failure of the gauss alarm to function. There was no report of patient involvement.